Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump turned off twice and off no power. The customer's blood glucose level was unknown. The customer also reported that the insulin pump did not received low battery alert prior to the off no power alert. The customer stated that the second occurrence of off no power without a low battery warning. The customer was advised that the insulin pump need to be replaced and revert to back up plan. The replacement insulin pump will be sent to the customer. Insulin pump will be return for analysis.

Manufacturer narrative:
Insulin pump was received with normal operating currents and no unexpected off no power alarm, low battery alarm, weak battery alarm or power loss alarm noted. Unit was received with minor scratched lcd window, scratched case, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube.